Event description:
An error message was reported with the adc device. Customer received an unspecified message from the adc sensor and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring healthcare professional administration of sugar for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of incident is unknown other than it occurred in the month of january as indicated by the customer. The dates entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an unspecified message from the adc sensor and was unable to obtain readings. As a result, customer experienced hypoglycemia and dizziness and was unable to self-treat, requiring healthcare professional administration of sugar for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.